Event description:
The customer reported that the host has no sound. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.